Event description:
It was reported that the physician's handheld is not holding a charge and he would like a new one. It was reported that no troubleshooting was performed and that this did not affect patient care. A new programming tablet was provided to the physician and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed. The handheld was received with an ac adapter, serial cable, version 8.1 flashcard, and with the main battery depleted. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld and software flashcard performed according to functional specifications.